Event description:
It was reported that the customer's fill estimates were inaccurate. The customer's blood glucose (bg) level was 361 mg/dl; however, the contact did not attribute the issue to the customer's high bgs.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.